Manufacturer narrative:
H.6. Investigation: two photos and one loose 3ml syringe with safetyglide needle assembly was received and evaluated. It was observed the syringe had an insecure stopper condition and was rejectable per product specification. Potential root cause for the insecure stopper defect is associated with the assembly process. This is most likely due to the stopper and plunger rod dial being misaligned or a worn stopper dial. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 23x1 rb experienced a defective/deformed stopper noted prior to use. The following information was provided by the initial reporter: the plunger deformation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 23x1 rb experienced a defective/deformed stopper noted prior to use. The following information was provided by the initial reporter: the plunger deformation.